Event description:
It was reported that the home patient (hp) experienced peritonitis. It was unknown if the patient was hospitalized for this event. On unreported date, the patient was treated with an injection of vancomycin (2gm, ip, once weekly, for two weeks) and an injection of fortum (250mg in each bag, ip, 3 times a day for 14 days). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.